Event description:
It was reported that a patient was referred for full system explant due to infection. Device history records were reviewed for the generator and lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. Information was received that the physician believes the vns surgery is the cause of the infection. The patient's devices have been explanted. No additional relevant information has been received to date.